Manufacturer narrative:
(B)(4). The product code is unknown. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous by a consumer from (B)(6) of patient made a mistake/break in aseptic technique/did not wear a mask (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal 1.5% ultrabag (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On (B)(6) 2012, the patient began treatment with dianeal 1.5% ultrabag therapy (dose, frequency not reported with lot number 1203088) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On (B)(6) 2012, during a call with baxter india technical services, the following was reported. On an unreported date, the patient made mistake and did not wear a mask and there was a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was patient made mistake/break in aseptic technique/did not wear a mask. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection meropenem 500mg/day and injection vancomycin 1gm/5th day for peritonitis. It was reported the peritonitis has resolved (date not reported).